Manufacturer narrative:
Pt data not currently available. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported the clinical staff noted a telemetry transmitter was getting warm while attaching the transmitter to a pt. The transmitter was sent in for repair and was noted to have a melted case. There was no reported pt injury associated with this event.